Event description:
It was reported that the pulse generator exhibited back-up vvi. Upon initiating the user download, device output ceased and the patient became syncopal. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the pulse generator was in backup operation as received. A device download failed due to battery depletion. After replacing the battery, normal function ensued. The implant duration was 8.26 years, which exceeded the devices's 6.9 year nominal longevity, and is considered normal battery depletion.